Event description:
Additional information noted that programming changes were made during the device check on (B)(6) 2017.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in-clinic for a follow-up. Upon interrogation, the implantable cardioverter defibrillator exhibited post-sensed t-wave oversensing on the ventricular lead. The patient did not receive therapy during the ovesensing. The oversensing was noted on a stored electrogram. No intervention was reported, and the patient remained asymptomatic.